Event description:
The risk manager from the hospital reported the following event: there was a hair inside the sterile package.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.